Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Additionally, a review of the complaint history could be reviewed because the part and lot numbers were not reported. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that injuries [unspecified] were sustained as a result of a proglide failure [unspecified] after a successful transcatheter aortic valve replacement procedure. The method used to achieve hemostasis was not provided. No additional information was provided.